Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection performed on the returned meter and no issues were observed. Meter did not power on with button depression and insertion of retain strips. The returned meter was sent for further investigation and de-cased. Performed visual inspection on circuit board and no issue were observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issued. The returned central processing unit (cpu) was replaced with a known-good cpu, and the meter powered on and able to set time/date and confirm uom (units of measurement). Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.